Event description:
Boston scientific received information that this right ventricular lead was dislodged during a routine follow-up. The patient exhibited a severe coughing spell episode secondary to bronchial issues. The physician decided to replace this with new lead. This rv lead was explanted and will be return. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.